Event description:
As reported by end user, when utilizing an 8cc syringe attached to a manifold during an angiographic procedure, the luer lock on the 8cc syringe fell off causing air to be pulled into the system via the syringe. There was no pt injury or complications.

Manufacturer narrative:
Although it has been stated that the sample was disposed of at the hospital, an investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted.